Event description:
During a follow up, the physician found the rv lead dislodged from the rv apex. The lead was repositioned.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.